Manufacturer narrative:
Concomitant medical products: 5071-35 lead implanted (B)(6) 2009 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced bradycardia, dizziness and symptomatic third degree atrioventricular block due to the right ventricular (rv) lead suspected fracture, high undefined impedance and no capture. It was also reported that it was unable to confirm consistent capture on the rv lead. It was noted that the right atrial (ra) lead exhibited high threshold. Occlusion was noted and both the leads were capped and replaced with a leadless pacemaker. No further patient complications have been reported as a result of this event.